Event description:
The clinician reports the implant was inserted (B)(6) 2012 in ada 2. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and inflammation. No further patient complications were reported.